Manufacturer narrative:
Findings: pump passed the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No motor error or excessive no delivery alarm noted. Motor passed motor test. Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window. This MDR related to the(B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer's mother reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose was 500 mg/dl. The customer's mother stated that there is no significant events leading to the alarm. Customer doesn't received an e70 alarm. The customer's mother stated that the device was not exposed to strong magnetic field such as MRI. The customer was assisted in clearing the alarm. Customer does not use the sensor feature on the pump. . The customer stated they are able to complete the rewind sequence. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised to return the pump with battery and zero out basal rates. The customer's mother treated the customer for high blood glucose with injection.